Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was unable to power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon evaluation, it was discovered that several components on the computer/analog board underwent catastrophic failure. The root cause of the defective components cannot be positively identified, but was likely due to random component failure. Once the computer/analog board was replaced, the monitor was fully functional. No adverse events resulted from the defective monitor.